Manufacturer narrative:
The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) level was 140 mg/dl and a correction bolus was delivered to address the bg level. A cause for the past occlusions was unable to be determined. Tandem technical support had the customer perform a system check using the current supplies on the pump and the occlusion appeared to be related to the infusion set site. The customer was not sure what the name of the infusion set was.